Manufacturer narrative:
During service at the manufacturer, the service technician was able to duplicate the reported chipped coating symptom. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
The user facility reported that the device was found to have a missing chip of the insulation coating during sterile processing at their facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.